Event description:
It was reported that cartridge alarm 30 occurred on pump, and caller noted consecutive cartridges also triggered cartridge alarms. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return problematic pump to tandem within 10 days using provided shipping materials.